Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both essure devices were removed in fragments') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (bilateral salpingectomies). Essure was removed. At the time of the report, the device breakage outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, abdominal pain, abdominal distension, back pain and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dyspareunia, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: as per mr essure removal date is (B)(6) 1982. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both essure devices were removed in fragments') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (bilateral salpingectomies). Essure was removed. At the time of the report, the device breakage outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, abdominal pain, abdominal distension, back pain and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dyspareunia, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: as per mr essure removal date is (B)(6) 1982 quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Event added: both essure devices were removed in fragments. Reporters information, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.